Manufacturer narrative:
(B)(4) - lens flipped upside down. Evaluation results: visual inspection of the returned product showed the lens was returned in liquid and there was no visible damaged observed. (B)(4).

Event description:
It was reported that the micl13.2 implantable collamer lens flipped upside down as the surgeon was inserting the lens. The lens was removed and another same model lens was implanted without any pt injury. The reporter stated the incident was the results of a surgeon's error.